Manufacturer narrative:
(B) (4). The product was requested to be returned, but has not been received. (B) (4).

Event description:
Customer claims the alarm has power, but no alarm tone when pressure is off the pad. Also, no alarm tone when the sensor is detached from alarm. No visible damage detected by customer. There was no patient injury reported.